Event description:
As reported by the sapphire registry during the index procedure there was difficulty loading or docking a 6mm basket angioguard filter during prep. The doctor was not able to fully recapture the angioguard after prepping. It never entered the patient. Another 6mm basket angioguard was used successfully. The patient had an ischemic stroke the same day post index procedure. The patient was noted to have left sided hemiplegia/left hemiparesis immediately post procedure. Then 2 1/2 hours later, his strength and range of motion had returned. MRI showed acute occipital lobe and multifocal border zone infarcts. He was evaluated by physical therapy in the hospital and was discharged to a skilled nursing facility for further strengthening 8 days post index procedure. Nih stroke scale score was 4 and rankin score was 4 at discharge. The onset of the event was sudden and recovery partial with minor residual. Duration of neurological event was <24 hours. The event was deemed unrelated to the cordis device and related to the index procedure. The event was unrelated to anticoagulation. Pre-procedure nih stroke scale score was 3 and rankin score was 3. Carotid artery stenting (cas) was performed on a 90% occluded lesion in the proximal right internal carotid artery of 11mm in length in a 5.3mm vessel diameter with mild vessel tortuosity. The arch I lesion was eccentric and thrombus was present in the lesion; no previous stent implanted. There was no documented calcification. There was an occlusion in the contralateral carotid. An angioguard embolic protection device was deployed past the lesion and the lesion was pre-dilated. An 8x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 5%. There was no debris found in the basket upon retrieval.

Manufacturer narrative:
Adjudication minutes were received and additional information was provided. This information does not change the file type or complaint conclusion/evaluation codes previously reported. The minutes agree with the previous diagnosis of an ipsilateral ischemic stroke, major, procedure-and-device-related. The additional information is as follows: pre-procedure, the nih stroke scale score was 3 due to mild to moderate sensory loss, mild to moderate aphasia and mild to moderate dysarthria. Per progress note, the patient arrived from ir sleepy but arousable, however, not moving left side. His left arm was flaccid and left leg will withdrew to pain. He did feel pain in the left arm. MRI was ordered, but was pending, as the patient was too agitated immediately post-procedure. He had an old left infarct and his wife stated he was at his baseline aphasia. Review of arteriograms with ir physician showed a possible small r m3 infarct, but this was not definite. The progress note three hours post-procedure reported: now able to move left arm and leg; strength is strong and equal in both hands; xanax given, so MRI could be done. Neurology consultation for a possible acute stroke was performed. At the time of consultation, the patient felt fine and did not have any complaints but was not aware of his weakness on the left side. Previously, he was in the MRI suite, but was extremely agitated and was brought back to the unit. Neurological examination found the patient to be alert, oriented to time, place, and person. His speech was normal. No dysarthria or aphasia was appreciated. His pupils were equal, round, reactive to light, and about 4 mm in size. His face was symmetrical with no droop. Normal sensation over the face was noted. His visual fields appeared to be intact and full to confrontation. His hearing was intact bilaterally. Motor exam revealed normal power in the right upper and lower extremities and some weakness about 4- in the left upper extremity. Weakness appeared to be more pronounced proximally where he appeared to have 3+/5 in the deltoids and triceps. In the lower extremity the weakness was about 4-/5 overall. Reflexes were brisk. His toes were upgoing bilaterally; he had some trouble doing the finger-to-nose and rapid alternating movements at the time of exam, however, no tremors were appreciated. Gait testing was deferred at that time. Impression: a probable right-sided internal carotid artery middle cerebral artery stroke; mild neurological deficits on the left side, but this did not appear to be profound and appeared to be improving in the past few hours since his operation. Recommendation: MRI and further rehabilitation with physical and occupational therapy; speech and swallow evaluation to be performed as well. A brain MRI performed on the same day as the procedure, compared to one year prior study, revealed acute right occipital lobe and multifocal right internal border zone infarcts. Left cerebral hemispheric encephalomalacia and gliosis were noted to be unchanged from prior imaging dating back to three years prior (the site provided MRI report on this date). Moderate global brain atrophy and chronic microvascular ischemic gliosis were re-demonstrated. The nih stroke scale score right post-procedure is unavailable. One day following the index procedure, the nih stroke scale score was 5 due to no effort against gravity in the left arm (3), mild to moderate aphasia, and mild to moderate dysarthria. A pre-procedure mild to moderate sensory loss was not reported at during this nih score evaluation. The progress note one day following the procedure noted: new right occipital love infarct and multifocal right internal border zone infarcts on MRI. Patient had immediate left hemiplegia which had recovered. The patient required three people assist to ambulate. Further it was noted: the patient seemed to be back to baseline, his left hemiplegia resolved; still requiring three people to assist. Physician comment: patient seen and examined; agreed with above assessment. The patient doing well today; unable to detect any deficits except perhaps mild left-sided neglect, but he had strong motor on that side. The patient was still on neosynephrine for goal map 80-100. The patient was discharged 8 days following the index procedure on asa and clopidogrel. The nih stroke scale score was 3 due to mild to moderate sensory loss, mild to moderate aphasia, and mild to moderate dysarthria.

Manufacturer narrative:
This is the initial and final report for this device. Concomitant devices: angioguard rx catalog number 601814rmc, lot number 35220012 concomitant medications: bivalirudin given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Complaint conclusion: (B)(4) complaint conclusion: as reported by the (B)(4) registry the patient had an ischemic stroke the same day post index procedure. The patient was noted to have left sided hemiplegia/left hemiparesis immediately post procedure. Then 2 1/2 hours later his strength and range of motion had returned. MRI showed acute occipital lobe and multifocal border zone infarcts. He was evaluated by physical therapy in the hospital and was discharged to a skilled nursing facility for further strengthening 8 days post index procedure. Nih stroke scale score was 4 and rankin score was 4 at discharge. The onset of the event was sudden and recovery partial with minor residual. Duration of neurological event was <24 hours. The event was deemed unrelated to the cordis device and related to the index procedure. The event was unrelated to anticoagulation. Pre-procedure nih stroke scale score was 3 and rankin score was 3. Carotid artery stenting (cas) was performed on a 90% occluded lesion in the proximal right internal carotid artery of 11mm in length in a 5.3mm vessel diameter with mild vessel tortuosity. The arch I lesion was eccentric and thrombus was present in the lesion; no previous stent implanted. There was no documented calcification. There was an occlusion in the contralateral carotid. An angioguard embolic protection device was deployed past the lesion and the lesion was pre-dilated. An 8x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 5%. There was no debris found in the basket upon retrieval. The (B)(6) male patient has a medical history of right and left prior carotid endarterectomy, prior history of a large left hemispheric infarct, hyperlipidemia, clinical copd, history of smoking, diabetes mellitus, hypertension, high-risk criteria of previous cea recurrent stenosis and bilateral artery stenosis as determined by angiography in which both carotid arteries require treatment as defined as: symptomatic on both sides with >/= 50% stenosis, or asymptomatic on both sides with >/= 80% stenosis, or symptomatic with >/= 50% stenosis on one side, and asymptomatic with >/=80% stenosis on the other side. The device was not returned for analysis as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15845050 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no corrective actions were taken.